Manufacturer narrative:
During the preventive maintenance (pm), the autopulse platform (sn (B)(4)) failed initial functional testing due to fault 29 (loss of brake connectivity) and multiple fault 08 (motor controller fault detected) codes. The root cause for fault 29 was a loose plug on the brake, and fault 08 was a defective drivetrain motor, likely attributed to the device's aging. The autopulse platform was manufactured in 2011 and is ten years old, well past the expected serviceable life of 5 years. Upon visual inspection, zoll service personnel noticed a crack on the front enclosure. The front enclosure needs to be replaced to address the observed physical damage. During functional testing, the autopulse platform displayed fault 29. The brake monitoring circuit detected a loss of connectivity on the brake driving circuit, and the root cause was determined to be due to the loose plug on the brake. The plug was appropriately secured to address fault 29. Following this, the autopulse platform displayed multiple fault 08. The motor controller's built-in fault detection system signals a fault. Zoll service personnel performed trouble-shooting steps by replacing the old motor controller board with the new one; however, the autopulse platform displayed fault 08 again. Following this, the drivetrain motor was replaced, and fault 08 was not reproduced during the test run. Zoll service personnel placed back the old motor controller board and tested the autopulse platform with the new drivetrain motor. The autopulse platform passed the testing and functioned as intended. Therefore, the root cause for the fault 08 was determined to be a defective drivetrain motor. Upon further testing, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. Zoll service personnel observed that the encoder rotates roughly and has lateral play in the shaft, likely attributed to device's aging. The encoder gear box needs to be replaced to address the observed encoder driveshaft issue as a preventive precautionary measure. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During the preventive maintenance (pm) on (B)(6) 2021, the autopulse platform (sn (B)(4)) failed initial functional testing due to fault 29 (loss of brake connectivity) and multiple fault 08 (motor controller fault detected) codes. No patient involvement.